Event description:
It was reported that a patient underwent a breast augmentation revision surgery with implantation of a 550cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with baker grade iii capsular contracture of the right breast during a physical exam with a medical professional. As a result, the patient underwent bilateral removal and replacement with 375cc mentor memorygel breast implants on (B)(6) 2024. After removal of the right device, the surgeon observed a brown spot on the implant.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 09, 2024, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection, leak testing, and material evaluation of the device. Visual analysis of the returned device determined that a brown material was observed inside the breast implant. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. Additional analysis was performed to identify the composition of the material and it revealed that the results obtained can be that unknown material in cohesive gel is primarily composed of a biological-base material. The mentor microbiology department provided the sterility assurance records of the implanted device. The lot met all the sterilization parameters required to provide sterility assurance prior to release for distribution. Regarding the blown material, this could be filtered through the intact shell. The instructions for use contain the following caution: small quantities of silicone compounds, have been found to diffuse (¿bleed¿) through an intact implant shell mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 25, 2024, mentor reevaluated the complaint and determined the surgeon's concern was the composition of the brown spot on the implant. Therefore, device contamination with a chemical or other material medical device problem code replaced material discolored. On (B)(6) 2024, mentor was notified that the brown spot was a reddish-brown fluid within the implant and underneath the valve. Additionally, prior to surgery the patient was suspected to have a ruptured right breast implant. However, after explantation, the surgeon noted the implant was intact. Mentor completed an evaluation on an image that was provided of the suspect medical device. Upon visual evaluation of the image provided in the complaint, a brown spot is perceived in the implant. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. The mentor microbiology department provided the sterility assurance records of the implanted device. The lot met all the sterilization parameters required to provide sterility assurance prior to release for distribution. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Reason for device explant and/or reoperation: suspected rupture manufacturer¿s reference number: (B)(4) in the initial report, h6 medical device problem code should have been populated with device contamination with chemical or other material (a180104) in stead of material discolored (a0407) as the surgeon's concern was the composition of the brown spot on the implant.

Manufacturer narrative:
On may 17, 2024, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).